Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient began having trouble moving their leg 2 days after having an x-ray performed on (B)(6) 2018. The caller reported that the patient had a bad foot. The caller reported that the patient was due to have the ins's replaced on (B)(6) 2018, and that they checked the implants and both were on and ok. No further patient complications have been reported as a result of this event.